Event description:
It was reported that during a dense tissue biopsy on (B)(6) 2025, the driver on a brevera device began making abnormal noises and displayed two error codes. The user reported that the device would not fire or reset despite a full shutdown and disconnect of the device. As a result, it is reported that the patient's procedure was rescheduled due to inadequate tissue collection. A field service engineer (fse) was dispatched to examine the device and installed a new driver on the system. The fse performed system tests with the new driver and reports that the system is operating in accordance with manufacturer specifications. No further information is currently available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.